Event description:
A nurse reported that a home patient (hp) had a leaking cassette. The hp gave the nurse the used cassette, and the nurse agreed to return the sample to baxter for evaluation. The lot number is unknown. Per the nurse, the patient line leaked all over the bed and carpet. The leak is at the end of the patient line. Hp does not have pets. The nurse did not know about the condition of the box in which the cassettes were delivered. The hp was given prophylactic antibiotics.

Manufacturer narrative:
A follow up medwatch will be submitted if additional information becomes available.